Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise and oversensing had been observed on the right ventricular lead of a fatigued patient. The lead was successfully explanted and replaced.